Manufacturer narrative:
The reported complaint of overheating could not be reproduced. Product did not overheat during functional testing. Unit was tested at speed settings between 100 and 10,000 rpm¿s in forward and reverse for 5 minutes each. Also in the oscillate mode for 5 minutes at the highest setting of 9. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. Mdu was tested using proper irrigation and 2 different blades were utilized during functional testing. At no time did mdu overheat or damage test blades. All functions performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported that the mdu was overheating during the procedure. A backup device was available to complete the procedure without delay or patient impact.